Event description:
Developed a sore throat after using phillips cpaps for 8 years. Noticed that both my cpaps by phillips are on recall notice. Phillips is waiting on FDA to decide the correct remedy. I have severe sleep apnea and need a good CPAP. Everyone says stop using phillips CPAP, and to make an appointment with your sleep study doctor. He will not advise until a new (B)(6) sleep study is made. Is phillips going to have to pay for it? Why does it take so long to correct a major medical issue? Please advise. Thanks. FDA safety report ID # (B)(4).